Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome. It was reported that the patient¿s implantable neurostimulator (ins) had not worked in quite a while and he did not use it for quite a while because he got off medications, started walking more, and exercising. The patient tried to charge and turn on the ins, but it would not come on. It was also reported that the patient was implanted with the ins for his low back facet area, but for the last several years prior to the report, he had mid back pain when he walked. Lastly, the patient noted that they were told that the ins would last for 10 years and they wanted to discuss removal.